Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for dimension (wrong size dispensed by pharmacy) and needle pain on lot # 9210957. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9210957. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that relion® insulin syringe came with a mix of product types in a pack. The customer received the wrong product. This was discovered before use. The following information was provided by the initial reporter: material no: 328506 batch no: 328506. It was reported that the customer received from the pharmacy, 1ml, 8mm, 31g syringes, when he should have received, 3/10ml, 31g, 8mm. Stated, the needle from 1ml syringes, hurt him during injection. Stated, he wants the right syringes, (8mm, 31g, 3/10ml). Contacted pharmacy, spoke with pharmacy manager who agreed to give consumer 1 box of the correct product today. Sending replacement to pharmacy.